Manufacturer narrative:
Voluntary medwatch report received: mw5157663.

Event description:
Voluntary medwatch received states that the patient underwent an ablation procedure for atrial fibrillation. Upon, examination, the right atrial lead exhibited low pacing impedance and noise oversensing causing pacing inhibition. No intervention was performed and the patient experienced no consequences.